Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that there had been a repair of the catheter in may using the double lumen catheter repair set. Sometime after this, blood leakage was noted and another repair needed to be performed. It was later noted that inadequate adhesive at the repair site and both ends of the sleeve had allowed separation between the manifold and catheter shaft. There were no injuries or additional procedures reported.